Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the non-calcified and non-tortuous, right coronary artery. An opticross 6 hd imaging catheter was advanced for use in a percutaneous coronary intervention and during withdrawal, the device got stuck on the wire. The devices were removed as a unit and a kink was noted on the catheter, approximately 15 mm from the distal tip. The procedure was completed with another of the same device. There were no patient complications reported.